Event description:
Reporter indicated that intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading, indicating possible device malfunction. The high lead impedance test results were obtained after the replacement generator was connected to the original lead. Attempts to perform preoperative device diagnostic testing were unsuccessful because the original generator battery had reached end of life. Therefore, it is not known whether the high lead impedance condition existed prior to the surgical procedure or whether the lead may have been damaged during the generator replacement surgery. Diagnostic testing of the replacement generator alone was within normal limits, indicating a potential problem with the original lead. The lead was also replaced. Report is incomplete because the explanted lead was discarded and will not be returned to manufacturer for analysis. No adverse event was reported in conjunction with the high lead impedance condition.